Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was > 600 mg/dl and ketones were present. A correction bolus was delivered to address bg. Customer lost consciousness. Customer was transported via ambulance to the emergency room as customer was in diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Customer was admitted to the hospital. Customer was treated with intravenous fluids and insulin. Additional treatment could not be recalled by the customer. Elevated bg, dka and mild heart attack related to dka were resolved. Customer also reported a ¿kidney injury¿ occurred which has resolved. Customer was discharged on (B)(6) 2019 with no permanent damage. Customer reported original pump settings prescribed by healthcare provider were incorrect. Tandem technical support assisted the customer with inputting updated settings prescribed by hcp. Customer¿s bg was 153 mg/dl at the time of the report.